Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incidents reported from the lot. Based on the available information and without the device to analyze, a cause for the reported mechanical jam (lock line ¿ inability) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a lock line jam. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr). During a mitraclip procedure, as the xtw deployment sequence was initiated, there was resistance felt during lock line removal. The lock line could not be pulled further after approximately 20cm. The clip was left in place, and the xtw was deployed. The clip delivery system was removed from the anatomy and the two ends of the lock line were coming out from the hemostasis valve of the steerable guide catheter (sgc). It was confirmed there was no knot on the lock line. The lock line was removed by pulling one end. The mr was reduced to grade <1. There were no adverse patient effects or clinically significant delay. No additional information was provided.